Event description:
A zoll distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The trunk cable shoed signs of physical abuse. The root cause for the open wire could not be positively identified, but was likely excessive force. No adverse event resulted from the open wire.